Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the iol haptic and the lens were misaligned within the capsular bag. As a result, the patient was unable to adapt, and the desired corrected vision was not achieved. Consequently, the lens was exchanged. Additional information was requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).